Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the o2 concentration could not be maintained. Our field service engineer investigated the ventilator on site and solved the issue by replacing the nozzle unit of the o2 gas module. The ventilator logs were not received. The replaced nozzle unit was not returned for investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
It was reported that the ventilator's nozzle unit of o2 gas module was defective. There was no patient harm. Manufacturer's ref. #: (B)(4).